Event description:
While shaking down a "the first years" thermometer, there was a mercury leak, and user abruptly moved newborn to avoid being contaminated with mercury. As user removed the second "the first years" thermometer from its plastic sheath, the end cap broke off and mercury contaminated household items. User is extremely concerned with this product, as it happened twice in a row, and user would not dare to imagine the disaster that would have occurred if this end cap would have broken off in newborn, or to think of mercury poisoning. User returned to the store and the mgr contacted co about these thermometers and a customer rep informed MFR that user was to send the thermometers back to their co and informed mgr that she is to have user contact the FDA to be told that the amount of mercury in their thermometer is not at all harmful to infants. Obviously, if god wanted infants to have mercury in their systems to that extend, he would have put it there and not the first years co. It is user's intent as parents to be assured that this product be removed from shelves until it can be guaranteed safe.